Manufacturer narrative:
Device evaluation: one medfusion pump was returned for investigation in used condition. There was motor rate error in the event history log (ehl). A flow test was performed. The customer reported product problem was replicated during testing. The investigator suspected that the product problem was attributable to normal wear and tear. No other faults were found with the pump. The worn motor assembly was replaced. This cleared up the problem.

Event description:
It was reported that the medfusion pump exhibited a motor rate error. No patient injury or complications were reported in relation to this event.